Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she has been having an ongoing issue with the sensors. The sensor readings have been having a great difference then blood glucose readings. Customer stated he has treated off the sensor readings and they aren't consistent. Customer's current blood glucose was 484 mg/dl. Differences have been sensor 244 mg/dl and blood glucose was 269 mg/dl, then 260 vs 311 mg/dl, and 202 vs 165 mg/dl. Troubleshooting was performed and customer was advised the sensor needed to be replaced. Customer is not returning the sensor for analysis.